Manufacturer narrative:
H3: analysis of pump (s/n (B)(6)) identified no anomalies. Analysis of catheter (s/n (B)(6)) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 12.3 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was scheduled for a pocket revision with possible catheter revision/replacement. The pocket was opened, and thick milky tissue was seen. Two different samples were sent for rapid gram stain. While the results were pending, the catheter was tested for patency and the hcp was unable to withdraw csf (cerebrospinal fluid) from the catheter. The anchor was released, and the hcp attempted to withdraw csf again at different levels by pulling the catheter down, but they were unable to get csf from the catheter. The hcp called for the results of the second sample which he felt was the most important of the 2 samples sent and was told there were no signs of infection, but they were still working on the first sample. The hcp explanted the catheter and opened a new one and started the implant of the new catheter. The results of the first sample then came back and it was positive for gram negative rods. The hcp then decided to explant the newly implanted catheter and the pump. The patient¿s mother was notified of the explant. The hcp stated that the patient would be started on antibiotics and later evaluated to see if he needed the pump again.